Event description:
This case was initially received via regulatory authority FDA (reference number: FDA-2014-n-0736-1096) on 01-sep-2015. The most recent information was received on 09-jun-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain female (severe lower abdominal and pelvic pain) and heavy bleeding genital ("abnormal, heavy bleeding ") in an adult female patient who had essure inserted for permanent birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unspecified date in 2013, the patient experienced pelvic pain female (seriousness criteria medically significant and intervention required), heavy bleeding genital (seriousness criteria medically significant), migraine (worse migraines), pain (body aches), menstrual disorder (worst periods ever), pelvic pain (stomach pain feel like im in labor), abnormal weight gain (gained weight in my belly looking like im pregnant), abdominal distension (gained weight in my belly looking like im pregnant), dysmenorrhoea (severe, abnormal menstrual pain), abdominal pain lower (severe lower abdominal and pelvic pain), abdominal distension (bloating), back pain (severe back pain), dyspareunia (painful intercourse), libido decreased (diminished libido), pain (generalized body aches), nausea (nausea), dysphemia (intermittent stuttering), headache (headaches), vaginal discharge (vaginal discharge), vaginal infection (vaginal infection), rash pruritic (rashes and itching of her fingers, arms and back), fatigue (fatigue), alopecia (hair loss), migraine (exacerbation of migraines), urine odour abnormal (abnormally strong smelling urine), dysgeusia (metallic taste in her mouth), renal pain (kidney pain), dental caries (tooth decay and breakage), depression (worsening of depression), anxiety (anxiety). At the time of the report, body aches, worsening menstrual cycle, labor-like pain, significant weight gain around abdomen, gained weight in my belly looking like im pregnant, worse migraines outcome was not recovered. At the time of the report, severe, abnormal menstrual pain; abnormal, heavy bleeding; severe lower abdominal and pelvic pain; severe abdominal cramping; bloating; severe back pain; painful intercourse, diminished libido due to pain during intercourse; generalized body aches; nausea; intermittent stuttering; headaches; vaginal discharge; vaginal infection; rash pruritic, fatigue; hair loss; exacerbation of migraines; abnormally strong smelling urine; metallic taste in her mouth; kidney pain; tooth decay and breakage; and worsening of depression and anxiety outcome was unknown. The reporter considered severe, abnormal menstrual pain; abnormal, heavy bleeding; severe lower abdominal and pelvic pain; severe abdominal cramping; bloating; severe back pain; painful intercourse, diminished libido due to pain during intercourse; generalized body aches; nausea; intermittent stuttering; headaches; vaginal discharge; vaginal infection; rash pruritic, fatigue; hair loss; exacerbation of migraines; abnormally strong smelling urine; metallic taste in her mouth; kidney pain; tooth decay and breakage; and worsening of depression and anxiety to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk classification: risk category v. No product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Most recent follow-up information incorporated above includes: on 09-jun-2017: coding correction after company internal review: event "arms and back" was merged to the event "rashes and itching of her fingers" and coded to pt rash pruritic. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1096) on (B)(6)2015. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of pelvic pain ("severe lower abdominal and pelvic pain"), device breakage ("during the procedure, one of the coils broke") and genital haemorrhage ("abnormal, heavy bleeding") in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 5 ((B)(6)2001, (B)(6)2003, (B)(6)2005, (B)(6)2006, (B)(6)2013) and miscarriage. Concurrent conditions included obesity and smoker. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6)2013 to (B)(6)2013 for birth control as well as anti-d immunoglobulin (rhophylac srk), docosahexanoic acid, immunoglobulin human anti-rh (rhophylac) since 2013, medroxyprogesterone acetate (depo-progestin) since 2013, prenatal, progesterone (prometrium) and terconazole (terazol) since 2013. On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of abdominal pain lower ("severe lower abdominal and pelvic pain"), the second episode of abdominal pain lower ("severe abdominal cramping"), the first episode of abdominal distension ("bloating"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), libido decreased ("diminished libido"), the first episode of pain ("generalized body aches"), nausea ("nausea"), dysphemia ("intermittent stuttering"), headache ("headaches"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), rash pruritic ("rashes and itching of her fingers, arms and back/rashes or skin conditions"), fatigue ("fatigue"), alopecia ("hair loss"), the first episode of migraine ("exacerbation of migraines"), urine odour abnormal ("abnormally strong smelling urine"), dysgeusia ("metallic taste in her mouth"), renal pain ("kidney pain"), dental caries ("tooth decay and breakage"), depression ("worsening of depression") and anxiety ("anxiety"). On (B)(6)2013, 19 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On (B)(6)2013, the patient experienced the second episode of pelvic pain ("stomach pain feel like im in labor/pelvic pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), the second episode of migraine ("worse migraines/migraines"), the second episode of pain ("body aches"), menstrual disorder ("worst periods ever"), abnormal weight gain ("gained weight in my belly looking like im pregnant"), the second episode of abdominal distension ("gained weight in my belly looking like im pregnant") and dysmenorrhoea ("severe, abnormal menstrual pain"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, dysmenorrhoea, the last episode of abdominal pain lower, back pain, dyspareunia, libido decreased, nausea, dysphemia, headache, vaginal discharge, vaginal infection, rash pruritic, fatigue, alopecia, urine odour abnormal, dysgeusia, renal pain, dental caries, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown and the last episode of migraine, the last episode of pain, menstrual disorder, the last episode of pelvic pain, abnormal weight gain and the last episode of abdominal distension had not resolved. The reporter considered abnormal weight gain, alopecia, anxiety, back pain, dental caries, depression, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, dysphemia, fatigue, genital haemorrhage, headache, libido decreased, menorrhagia, menstrual disorder, nausea, rash pruritic, renal pain, urine odour abnormal, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of abdominal distension, the first episode of abdominal pain lower, the first episode of migraine, the first episode of pain, the first episode of pelvic pain, the second episode of abdominal distension, the second episode of abdominal pain lower, the second episode of migraine, the second episode of pain and the second episode of pelvic pain to be related to essure. The reporter commented: trailing coils in uterus: 2 and trailing coils in uterus :4 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 01-sep-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('during the procedure, one of the coils broke'), device dislocation ('essure migrated into my stomach'), genital haemorrhage ('abnormal, heavy bleeding') and multiple episodes of pelvic pain ('severe lower abdominal and pelvic pain', 'stomach pain feel like im in labor/pelvic pain') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included multigravida, parity 5 (B)(6) 2001, (B)(6) 2003, (B)(6) 2005, (B)(6) 2006, (B)(6) 2013) and miscarriage. Concurrent conditions included obesity, smoker and uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2013 for birth control as well as since 2013, anti-d immunoglobulin (rhophylac srk), anti-d immunoglobulin (rhophylac) since 2013, ascorbic acid;betacarotene;calcium carbonate;colecalciferol;docosahexaenoic acid;ferrous fumarate;folic acid;nicotinamide;pyridoxine hydrochloride;riboflavin;thiamine mononitrate;tocopheryl acetate;vitamin b12 nos;zinc oxide (prenatal multivitamin + dha), docosahexaenoic acid (docosahexanoic acid) and medroxyprogesterone acetate (depo-progestin) since 2013. On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal and pelvic pain"), cramp in lower abdomen ("severe abdominal cramping"), bloating ("bloating"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), libido decreased ("diminished libido"), the first episode of pain ("generalized body aches"), nausea ("nausea"), dysphemia ("intermittent stuttering"), headache ("headaches"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), rash pruritic ("rashes and itching of her fingers, arms and back/rashes or skin conditions"), fatigue ("fatigue"), alopecia ("hair loss"), the first episode of migraine ("exacerbation of migraines"), urine odour abnormal ("abnormally strong smelling urine"), dysgeusia ("metallic taste in her mouth"), renal pain ("kidney pain"), dental caries ("tooth decay and breakage"), depression ("worsening of depression") and anxiety ("anxiety"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"), 19 days after insertion of essure. On (B)(6) 2013, the patient experienced the second episode of pelvic pain ("stomach pain feel like im in labor/pelvic pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), the second episode of migraine ("worse migraines/migraines"), the second episode of pain ("body aches"), menstrual disorder ("worst periods ever"), abnormal weight gain ("gained weight in my belly looking like im pregnant"), abdominal bloating ("gained weight in my belly looking like im pregnant"), dysmenorrhoea ("severe, abnormal menstrual pain") and nervousness ("nervous"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, dysmenorrhoea, abdominal pain lower, cramp in lower abdomen, bloating, back pain, dyspareunia, libido decreased, nausea, dysphemia, headache, vaginal discharge, vaginal infection, rash pruritic, fatigue, alopecia, urine odour abnormal, dysgeusia, renal pain, dental caries, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown and the last episode of migraine, the last episode of pain, menstrual disorder, the last episode of pelvic pain, abnormal weight gain and abdominal bloating had not resolved. The reporter considered abdominal pain lower, abnormal weight gain, alopecia, anxiety, back pain, bloating, dental caries, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, dysphemia, fatigue, genital haemorrhage, headache, libido decreased, menorrhagia, menstrual disorder, nausea, nervousness, rash pruritic, renal pain, urine odour abnormal, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of migraine, the first episode of pain, the first episode of pelvic pain, abdominal bloating, cramp in lower abdomen, the second episode of migraine, the second episode of pain and the second episode of pelvic pain to be related to essure. The reporter commented: trailing coils in uterus: 2 and trailing coils in uterus :4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: the event ¿essure migrated into my stomach¿ and ¿nervous¿ were added. Reporter information was added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1096) on 01-sep-2015. The most recent information was received on 27-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of pelvic pain ("severe lower abdominal and pelvic pain"), device breakage ("during the procedure, one of the coils broke") and genital haemorrhage ("abnormal, heavy bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 5 ((B)(6) 2001, (B)(6) 2003, (B)(6) 2005, (B)(6) 2006, (B)(6) 2013) and miscarriage. Concurrent conditions included obesity and smoker. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2013 for birth control as well as anti-d immunoglobulin (rhophylac srk), docosahexanoic acid, immunoglobulin human anti-rh (rhophylac) since 2013, medroxyprogesterone acetate (depo-progestin) since 2013, prenatal, progesterone (prometrium) and terconazole (terazol) since 2013. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of abdominal pain lower ("severe lower abdominal and pelvic pain"), the second episode of abdominal pain lower ("severe abdominal cramping"), the first episode of abdominal distension ("bloating"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), libido decreased ("diminished libido"), the first episode of pain ("generalized body aches"), nausea ("nausea"), dysphemia ("intermittent stuttering"), headache ("headaches"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), rash pruritic ("rashes and itching of her fingers, arms and back/rashes or skin conditions"), fatigue ("fatigue"), alopecia ("hair loss"), the first episode of migraine ("exacerbation of migraines"), urine odour abnormal ("abnormally strong smelling urine"), dysgeusia ("metallic taste in her mouth"), renal pain ("kidney pain"), dental caries ("tooth decay and breakage"), depression ("worsening of depression") and anxiety ("anxiety"). On (B)(6) 2013, 19 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient experienced the second episode of pelvic pain ("stomach pain feel like im in labor/pelvic pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), the second episode of migraine ("worse migraines/migraines"), the second episode of pain ("body aches"), menstrual disorder ("worst periods ever"), abnormal weight gain ("gained weight in my belly looking like im pregnant"), the second episode of abdominal distension ("gained weight in my belly looking like im pregnant") and dysmenorrhoea ("severe, abnormal menstrual pain"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, dysmenorrhoea, the last episode of abdominal pain lower, back pain, dyspareunia, libido decreased, nausea, dysphemia, headache, vaginal discharge, vaginal infection, rash pruritic, fatigue, alopecia, urine odour abnormal, dysgeusia, renal pain, dental caries, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown and the last episode of migraine, the last episode of pain, menstrual disorder, the last episode of pelvic pain, abnormal weight gain and the last episode of abdominal distension had not resolved. The reporter considered abnormal weight gain, alopecia, anxiety, back pain, dental caries, depression, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, dysphemia, fatigue, genital haemorrhage, headache, libido decreased, menorrhagia, menstrual disorder, nausea, rash pruritic, renal pain, urine odour abnormal, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of abdominal distension, the first episode of abdominal pain lower, the first episode of migraine, the first episode of pain, the first episode of pelvic pain, the second episode of abdominal distension, the second episode of abdominal pain lower, the second episode of migraine, the second episode of pain and the second episode of pelvic pain to be related to essure. The reporter commented: trailing coils in uterus: 2 and trailing coils in uterus :4 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk classification: risk category v. No product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 27-feb-2018: new events added-abnormal bleeding (vaginal, menorrhagia), did not undergo essure confirmation test and during the procedure, one of the coils broke, historical conditions, concomitant conditions and concomitant drugs added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.